Event description:
Information received indicating that a smiths medical pump's cap to attach syringe was broken. The patient used the duct tape to continue the infusion. The therapy stopped the next morning. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The reported pump lot number was not found in smiths medical database. There were no adverse effects to the patient due to the reported event.